Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental for will be completed.

Event description:
It was reported that the touch screen became unresponsive. Reportedly, the pump lights up but doesn't respond to any touches. There was no impact to customer's blood glucose level.